Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's batteries were both showing a red flashing light on the battery charger. The batteries were replaced and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the two batteries revealed both batteries passed visual inspection, but failed functional testing. The battery pack firmware had a cell over-voltage (cov) flag enabled which had rendered the battery inoperable. The root cause of the reported "not charging" events cannot be conclusively determined. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely root cause can be due to one or more cell pairs on the batteries to have breached the higher predetermined voltage level, rendering the battery pack inoperable. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports 3007042319-2016-00077 and 3007042319- 2016-00078 submitted for devices related to the same even.

Event description:
T was reported from (B)(6) that two (2) of the patient's batteries were both showing a red flashing light on the battery charger. The batteries were replaced and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event